Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, there have been complaints from our team regarding the peel away sheath and not completely separating when it was supposed to. Most recently, the sheath would not separate at the orange aspect of the sheath. The proceduralist thought they were going to have to insert the introducer and remove both components completely. We would not recommend using scissors but it was described to me that the proceduralist felt they needed scissors in order to separate the components of the peel away sheath. This is how difficult it was to separate. There were delays during the procedure as a result. The patient had the sheath in longer than needed. No injury was reported to the patient or healthcare professional. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported, there have been complaints from our team regarding the peel away sheath and not completely separating when it was supposed to. Most recently, the sheath would not separate at the orange aspect of the sheath. The proceduralist thought they were going to have to insert the introducer and remove both components completely. We would not recommend using scissors but it was described to me that the proceduralist felt they needed scissors in order to separate the components of the peel away sheath. This is how difficult it was to separate. There were delays during the procedure as a result. The patient had the sheath in longer than needed. No injury was reported to the patient or healthcare professional. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty separating the sheath was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer sheath. Light use residue was observed on the sheath. The sheath was returned completely split in half. Microscopic inspection of the orange handle revealed excess material which was deformed. A thin ring of plastic was observed around the catheter channel. The excess material on the handle suggested an incomplete skiving process during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.